Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had high blood glucose level. The customer's blood glucose level was 566 mg/dl 00:53am at the time of incident which continued to 538 mg/dl at 1:36 am. It also reported that insulin pump received occlusion alarm prior to the event. Insulin pump will not be returned for analysis.